Manufacturer narrative:
Findings: pump passed functional test including prime, displacement, rewind, basic occlusion and excessive no delivery alarm tests. No excessive no delivery alarms noted. However noisy motor noted during testing due to faulty motor. Cracked reservoir tube lip minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 136 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin did exit the tubing. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The insulin pump started working as designed.